Manufacturer narrative:
This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection. H6: component code for "forceps" is not available. Selected "cutter/blade" and "jaw", as the forceps are meant to help hold tissue and sample tissue.

Event description:
The user facility contacted veran technical support (vsupport) for routine case support for a navigated bronchoscopy procedure. They reportedly registered with forceps (always-on tip tracked forceps, 1.8mm od, serrated cup). The physician started to sample with the forceps. After the second sample, he had to flush with cold saline because there was bleeding. The physician indicated that there was not an excessive amount of bleeding and he was able to control the bleeding with cold saline. The physician said that he was not going to have to perform any additional interventions. The navigated procedure was aborted because the physician did not want to take any more samples in fear of potentially causing excessive bleeding. There was no allegation of a malfunction of any veran devices. This report is being submitted due to the aborted procedure and bleeding that required medical intervention.